Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of field programmable gate array (fpga) reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the system logs showed multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a lobectomy when the handle was started up, a power handle error was displayed. A powered approach was performed several times, but the display did not change. The procedure was completed with another device. There was no patient involvement.